Event description:
Literature was reviewed regarding the rapid onset of takotsubo cardiomyopathy induced by left bundle branch area pacing (lbbap). The authors described a patient who became agitated and experienced chest pain after approximately thirty minutes of ventricular pacing post pacemaker implant. Twelve-lead electrocardiography (ECG) showed sinus tachycardia and diffuse st elevation. Ventriculography revealed apical left ventricular (lv) wall akinesis with basal part hyperkinesia, which indicated takotsubo cardiomyopathy (tcm) and elevated lv end-diastolic pressure. Device settings were adjusted to minimize unnecessary ventricular pacing. The ECG showed sinus rhythm with a 2:1 atrioventricular block and diffuse st elevation. Subsequent echocardiography showed an impaired lv ejection fraction without lv outflow tract obstruction. Guideline-directed medical therapy for heart failure was initiated. The patient's hospitalization was extended and the settings were again reprogrammed. The patient was discharged on day nine. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: rapid onset of takotsubo cardiomyopathy induced by left bundle branch area pacing. European heart journal. 2024. Ehad893. Doi: 10.1093/eurheartj/ehad893. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.